Event description:
It was reported that (8) devices were used during a laparoscopic procedure. It was reported by the affiliate that the 511sd trocars valves broke at removing the throttle. There was no consequence to the pt.